Manufacturer narrative:
(B)(4). According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products and mdrs. 42500606802 femur cemented posterior stabilized (ps) right size 10 lot# 63917184. MDR: 3007963827-2021-00085. 42532007502 tibia cemented 5 degree stemmed right size f lot# 63992332. MDR: 3007963827-2021-00086. 42522400810 articular surface fixed bearing posterior stabilized (ps) right 10mm lot# 63930941. MDR: 3007963827-2021-00087.

Event description:
It was reported that the initial right total knee arthroplasty performed. Subsequently, approximately 10 months post procedure, the patient underwent an arthroscopic lysis of adhesions with manipulation due to pain and stiffness. At follow up, the patient was satisfied with his progress and compliant with physical therapy.